Event description:
Foley catheter inserted, during a scheduled procedure, that fell out spontaneously due to questionable balloon failure. Upon inspection of catheter, it appears the balloon had a visible tear. Post surgery, the patient had urinary overflow retention. A foley catheter was placed. Patient was discharged home with foley catheter and to follow up with his urologist.